Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that error b30 (scope communication error) occurs due to damage to the imaging unit and due to damage on charge-coupled device (ccd) unit, b30 (scope communication err) occurs and due to corrosion on video plug, b30 (scope communication err) occurs. Additional findings were as follows: the bending section cover, the control unit, the grip, the up/down plate, the right/left plate, the right/left lever, the angulation lever, the light guide connector, the light guide cover glass, the video connector, all had a scratch, the adhesive on bending section cover had a chip, the video cable had discoloration, and due to damage on lock engagement lever(sp), bending section cannot be fixed firmly. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an image defect (bad image) during a therapeutic procedure. The intended procedure was completed with another similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found a: error b30 (scope communication error) occurs due to damage to the imaging unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified although it can be presumed that the event occurred due to the damage of the image sensor unit of the electronic board due to user stress, external factors, or handling. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.